Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states that patient was revised to address recurring dislocations.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 12/28/2015-medical records received. After review of the medical records for MDR reportability, the patient sustained a dislocation and had a closed reduction on (B)(6) 2015. The patient dislocated again and underwent a revision on (B)(6) 2015. The revision operative note indicated instability and stem subsidence causing leg length discrepancy. The stem was noted to come out easily, but there was no mention of loosening. The cup was noted to be in fairly good position, but was revised due to the repeated dislocations. The stem is being added to the complaint. The cup isn't being reported as it was noted to be in fairly good position. The complaint was updated on:1/11/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 12/29/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the an x-ray taken of the patient's hip on (B)(6) 2015 showed a hairline fracture of the greater trochanter. The femoral stem was also noted to be loose at revision. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 03/28/2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the 677413 lot code. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The search identified no other reports against the remaining product/lot code combinations. X-rays were previously reviewed. Medical records were reviewed. The investigation can draw no further conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Clinical report states that patient was revised to address recurring dislocations. Update 12/28/2015-medical records received. After review of the medical records for MDR reportability, the patient sustained a dislocation and had a closed reduction on (B)(6) 2015. The patient dislocated again and underwent a revision on (B)(6) 2015. The revision operative note indicated instability and stem subsidence causing leg length discrepancy. The stem was noted to come out easily, but there was no mention of loosening. The cup was noted to be in fairly good position, but was revised due to the repeated dislocations. The stem is being added to the complaint. The cup isn't being reported as it was noted to be in fairly good position. The complaint was updated on: 1/11/2016. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the 677413 lot code. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The search identified no other reports against the remaining product/lot code combinations. X-rays were reviewed with the finding of acetabular malpositioning. The investigation can draw no further conclusions with the information made available. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.